Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. It was reported that the patient has 3 different boxes of infusion sets (lots 1217256, 1223242, and 1220711) the caller is unable to recall which lot # presented the problem of the adhesive not sticking.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the patient's skin. The patient experienced elevated blood glucose levels. It was unknown what batch the issue occurred with (1217256, 1223242, 1220711). No adverse event was reported. The infusion sets were requested to be returned for product evaluation.